Event description:
It was reported that during a minimally invasive esophagectomy, the circular stapler and first anvil would not connect and seat properly. A new anvil was opened and it was very difficult to connect and set the anvil to the stapler. After much time, which extended 45 minutes, and working, the orange band was covered, the safety was able to be released and the surgeon fired the stapler. As the surgeon opened, turning the black wing nut counter clockwise two full turns, the surgeon felt a click and removed the stapler from the patient cavity. At this time the stapler separated from the anvil and the anvil remained in the patients tissue. The surgeon was able to pull it through the anastomosis and remove it from the patient. It appeared that all the staplers were formed, however, all of the tissue was not cut. There was still some tissue around the anvil and it appears the knife blade did not fully cut the tissue. Suturing was performed as staple line reinforcement.

Manufacturer narrative:
D10 concomitant product: eeaorvil25a eea orvil 25mm automaticdv (lot#: n5a1868y) eeaorvil25a eea orvil 25mm automaticdv (lot#: n5d1475y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the circular stapler and anvil would not connect and seat properly. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.